Event description:
On 08/17/05, we need to change parts due to the stripping of the current ?nucleus earhook "large" - ref: z43117- that wa sinplace. We opened a new "sealed package", "?nucleus earhook" l